Manufacturer narrative:
Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in october 2022 and may not meet performance specifications. Steris initiated a recall (removal) of the affected product on march 3, 2023.

Manufacturer narrative:
Steris filed medical device report (MDR) 1043572-2023-00015 on 2/8/2023 regarding the reported event. Medwatch report 0504240000-2023-8008 was received (2/21/2023) following the submission of MDR 1043572-2023-00015. A follow-up MDR 1043572-2023-00015-01 was filed on 3/14/2023 with the completed investigation information. This MDR is being filed to address the receipt of medwatch report 0504240000-2023-8008.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their light handle cover detached and fell into the sterile field. No report of injury.